Manufacturer narrative:
Review of the product history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
Patient called stating that his doctor told him that his left hip implant is on the recall list. Patient is not quite sure of the month and day of his surgery, just knows it was in 2006. Patient also is now experiencing excessive levels of chromium and cobalt, breaks out in rashes, and has intermittent pain.